Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and 6% blast cells were observed. The customer believed the manual results to be correct and a corrected report was issued. The sample was also run on an alternate analyzer. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for patient 1 of 2 on day 1 of 2. See MDR #1061932-2011-01977 for patient 2 of 2 on day 2 of 2. The software algorithm of the lh750 had its flagging preferences set to [1333], which is the low level setting for blasts and high level for variant lymphocytes, lmm. Ne 1 (immature neutrophils, primarily bands) and lmm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this patient sample indicated abnormal patterns; however, the flagging rules at laboratory settings were not sensitive enough to generate any suspect flags for this patient sample. A field service engineer visited the site on (B)(4) 2009 to assess the instrument. He replaced solenoid 63, cleaned shear valves and the probe wipe assembly. He verified repair per established procedures and results met published performance specifications.